Event description:
It was reported that a large volume infusor overinfused. The reporter stated that the expected therapy time was 46 hours; however, the device completed infusion in less time than expected. The actual duration of the therapy was not reported. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 13f031 was manufactured between june 14, 2013 - june 17, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.